Event description:
Follow-up 2005: new vf episode in the holter of the defibrillator. In the iegm clearly artifacts, both in the display of tip-ring and of hv1-hv2. Revision took place in 2005, lead was deactivated and cut. No visible insulation damage could be detected. Lead was trongly bent directly past the header connection due to the run of the lead.